Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for evaluation however a review of the a provided image showed a normal appearance of the stem, there was no evidence of boney ongrowth consistent with short term implantation. Medical records received and evaluation: a medical review was performed and concluded: "there is no evidence available in the current case to suggest that device-related issues have played a role as also supported by the visual findings of the explanted stem while the discussed adverse mix of patient- and procedure-related factors should be considered more than adequate to have caused the periprosthetic fracture problem in this patient. This pi case is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone) have caused a peri-prosthetic fracture requiring revision surgery". Further to this there was no evidence of a device related issue. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices or additional information become available, this investigation will be reopened.

Event description:
Right hip revision. Patient complained of pain. Fractures were found near the lesser trochanter and greater trochanter. Accolade stem and head were removed and replaced with restoration modular and brolox head.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right hip revision. Patient complained of pain. Fractures were found near the lesser trochanter and greater trochanter. Accolade stem and head were removed and replaced with restoration modular and brolox head.